Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable results with the magnesium (mg) test on their cobas 8000 c 701 module designated "line b." The customer stated the issue had been ongoing. Prior to a service visit in (B)(4) 2016 they had been experiencing erratic quality control performance for the mg assay. During the service visit in september instrument wash functions were checked. The customer had set rules in software to identify any low mg result. The customer stated the issues persisted since september. Of a total of 68 questionable results provided by the customer, 8 were erroneous. It is unknown whether all of the erroneous results were reported outside the laboratory; it is mentioned with the following samples when known. The customer has a mix of primary tubes and aliquot cups from a pre-analytical system going to the analyzer . Sample 1, from (B)(6) 2016, had a mg result of 0.81 mmol/l, which was reported outside the laboratory. The repeat on line b was 0.55 mmol/l. Sample 2, from (B)(6) 2016, had a mg result of 0.73 mmol/l, which was reported outside the laboratory. It was repeated on both line a and line b with a result of 0.46 mmol/l on both. An amended report was made. A subsequent sample from (B)(6) 2016 had a result of 0.42 mmol/l. Sample 3, from (B)(6) 2016, had a mg result of 0.87 mmol/l, which was reported outside the laboratory. It was repeated with 0.58 mmol/l on line a and 0.59 mmol/l on line b. An amended report of 0.58 mmol/l was made. The mg on a subsequent sample from (B)(6) 2016 was 0.57 mmol/l. Sample 4, run date unknown, had an initial mg of 0.54 mmol/l. The rerun on the same instrument was 0.83. The rerun on another analyzer correlated well with the 0.54 mmol/l (exact value not provided). Sample 5, from (B)(6) 2016, had results of 0.79 and 1.10 mmol/l, both from line a. Sample 6, from (B)(6) 2016, had results of 0.88 and 1.25 mmol/l on line a. At the time of this complaint the instrument was checked; it was determined special wash functions were not installed. It is unknown why the special washes were not active or what caused this. Special washes were enabled, and a precision test was performed. The precision test failed. Review of the alarm logs determined a "sample short" alarm occurred on (B)(6) 2016, "abnormal sample aspiration" occurred frequently on (B)(6) 2016, and "incubation water short" alarm occurred frequently on (B)(6) 2016. A field service engineer visited the site and checked the system and changed the photometer lamp and cuvettes. He found possible cuvette issues. The system passed mechanical checks, cell blank test, and quality controls. The customer performed precision testing, which passed. The customer continued to experience questionable mg results. Water quality on the site was checked and was fine; the same water supplies both analyzers. The customer is not having problems with any other assays on the instrument. The investigation determined that, since the issue only occurs on 1 analyzer, a general reagent issue is unlikely. A 10-sample comparison was run between the 2 analyzers. Of the 10 samples, 2 had erroneous results. Sample 7 had a result of 0.6 mmol/l on line a and 0.93 mmol/l on line b. Sample 8 had a result of 0.65 mmol/l on line a and 1 mmol/l on line b. Since tubing on the wash system had not been changed in 3 years a field service engineer visit was scheduled. The wash system tubing was changed, but the customer was still experiencing questionable mg results. The mg reagent lot number was 169028 with an expiration date of 04/30/2018.

Manufacturer narrative:
The system was decontaminated with hypochlorite. Precision for magnesium tests on both disks is still poor.

Manufacturer narrative:
The customer continues to complain of questionable mg results, but of the results provided, none have been discrepant. The customer also stated they began to have problems calibrating calcium. Numerous parts and assemblies have been replaced and tubing bleached. Many adjustments have been performed. Pipetting order has been changed. An extra wash was added between every test; this action reduced the number of questionable results but did not eliminate them.

Manufacturer narrative:
Service personnel visited the site again from 12/13/2016-12/16/2016. They noted the customer had had problems with a contaminated water tank in (B)(6) and had not been performing the monthly tank maintenance. At that time the tank was decontaminated and a leaking detergent line was repaired. On the (B)(6) visit, numerous adjustments and checks were performed. Adjustments were made and parts exchanged. Precision testing failed on channel a. The customer is only measuring mg on channel b. Environmental checks were within specification (temperature, humidity, and co2). The inside of the affected instrument was covered in dust. It did not appear the analyzer had ever been cleaned inside. The inside of the analyzer was vacuumed and wiped.

Manufacturer narrative:
The investigation was unable to determine the root cause of the issue. The c701 module is being replaced.